Event description:
It was reported that during a coronary drug eluting stenting treatment procedure balloon withdrawal difficulties occurred. The physician gained access through the right femoral artery. The lesion, located in a tortuous rca, was predilated with a 2.5x12mm maverick2 @ 10 atm's for 30 seconds. The taxus express2 3.5x8mm drug eluting stent was inserted and removed twice. The lesion was then predilated two more times @ 10 atm's for 30 seconds and 20 atm's for 35 seconds. The taxus stent was reinserted, positioned and fully deployed twice @ 12 atm's for 24 seconds and 18 seconds. The physician experienced resistance withdrawing the balloon. There was so much resistance, he felt the balloon could have become disconnected from the stent delivery system. The balloon was successfully removed using unk maneuvers. The pt received heparin during the procedure. No pt complications were reported and pt was reported to be in satisfactory condition.